Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent infusion set issues. Reportedly, on the event date the customer's infusion set site fell off. Two weeks later, the customer experienced an elevated blood glucose (bg) level of 525 mg/dl, which was addressed via manual injections. Per instructions from hcp (nurse), the customer changed out the infusion set site. The customer's bg level then returned to target range. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.